Event description:
It was reported that the patient had a history of falls. Ventricular capture management had detected frequent high thresholds on the right ventricular (rv) lead. It was not able to be determined if the patient's falls were related to the threshold issue and may be related to their electrolyte levels. Some programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.